Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with pd therapy. It was reported that the area was not clean before starting peritoneal dialysis (pd). On unreported dates, the patient experienced constipation and a break in aseptic technique occurred. On (B)(6)2010, the patient developed peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was the constipation and break in aseptic technique. On (B)(6)2010, the patient was treated with loading doses of vancomycin [1 gm intraperitoneal (ip)] and amikacin (250 mg, ip). The peritonitis was resolving. The outcomes of the constipation and break in aseptic technique were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.